Event description:
It was reported that during the implant procedure, multiple stylets got stuck in the lead lumen and needed "powerful pulling" to remove. The lead was placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.